Event description:
It was reported that approximately four months post port placement, the port allegedly unable to drawn blood. It was further reported that an x-ray examination demonstrated that the catheter allegedly fractured and migrated into the atrium. Reportedly port system was removed. Patient reported stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided for review. The investigation is confirmed for the reported fracture and material separation as the catheter was found to be in two segments with the proximal segment attached to the port body and complete circumferential break was noted at the end of the catheter. However, the investigation is inconclusive for the reported suction problem and migration issues as the exact circumstances at the time of the reported event are unknown and cannot be confirmed from the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023), g3, h6(method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos are provided for review. The investigation of the reported event is currently underway. The catalog number identified in has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products are identified in procode and PMA/510k. Expiry date: 07/2023.

Event description:
It was reported that approximately four months post port placement, the port allegedly unable to drawn blood. It was further reported that an x-ray examination demonstrated that the catheter allegedly fractured and migrated into the atrium. Reportedly port system was removed. The patient is reportedly stable.